Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 45 minutes after an IV was placed in an infant, there was blood backed up to the "t set" and a leak was coming from a crack in the connection. There is no report of patient harm.